Event description:
A phone call was conducted in order to follow up on a previous call that the customer made for high blood glucose over 400mg/dl, and the customer stated that she had a tooth infection, which caused her blood glucose. The customer went to the emergency room, and she was released after her blood glucose dropped. The customer does not remember the date of her admission. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.